Event description:
It was reported that the patient had to pinch and pull the male external catheter off and which now had caused a growth on the end of his penis. No medical attention reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "mechanical failure." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication: the natural¿ catheter is a non-adhesive, all-silicone male external catheter designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precautions: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for periods longer than 24 hours may increase the risk of complications. Applying strap tightly may cause injury to the penis from decreased circulation. Keep strap clean and dry. Directions: to apply catheter 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll catheter over penis. 4) gently wrap strap over catheter around penis and secure with hook and loop closure. Ensure strap remains over catheter sheath. (To maintain hook and loop closure function, keep hook and loop closed when strap is not in use). Important: to avoid injury, do not overtighten strap. 5) connect to drainage device. To remove catheter 1) remove strap by separating hook and loop closure. 2) gently roll catheter off the penis."

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had to pinch and pull the male external catheter off and which now had caused a growth on the end of his penis. No medical attention reported.